Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used to deliver unspecified piggybank medications and were connected to a clearlink ports on the primary tubing sets. The customer reported that if the male luers of the secondary tubing sets were wet upon insertion into the clearlink ports of the primary tubing sets, the clearlink port valves pushed the male luers out of the connection while the nurse were securing the option-loks. No flow was then noted from the secondary tubing sets. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
One device was received. Investigation is not complete.